Manufacturer narrative:
The product arrived in a used condition and decontaminated. The insulation at the distal end of the gk366r (minop monopolj-hk elect 2.2mm) is sheared off. On the distal end of the trocar, sharp edges and burrs were recognized the transition of the two holes shows no deviations. An endoscope was used to perform an examine on the holes inside the trocar. A visual investigation with a digital microscope was performed. The device history files have been checked and were found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. The sharp edges on the distal end of the trocar do not meet the OEM specification. Based on the information available as well as a result of our investigation the root cause of the failure is most probably a manufacturing error. Corrective actions: has been initiated.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative tumor resection, gk electrodes were inserted and used to cauterize. Up to withdrawal of the electrodes the scape up against the divided inside the trocar that separates the 2 channels. This also caught fogery catheter, punctured the balloon and was difficult to remove during an etv case. The insulation sheathing scrapes off the electrodes upon withdrawal from trocar. The concern from the customer is that where are the scrapings of insulation from the electrodes? This device product # fh620r_serial # (B)(4)_minop invent 30dg trocar d8.3mm l150mm is associated with_ product gk366r_minop monopol j-hk elect 2.2mm dia 255mm_product gk363r_minop monopol ndl elect 1.1mm dia 255mm.